Event description:
This case was reported by a consumer (wife of patient) and described the occurrence of anemia in a (B)(6) male patient who received super poligrip original denture adhesive cream (formulation (B)(4)) for years for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip (dental). At an unknown time after starting super poligrip, the patient experienced anemia. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the event was unresolved. The reporter stated "I think my husband's anemia was caused by using super poligrip over the years."

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. Case (B)(4).